Event description:
Pt underwent shoulder arthroscopy. Arthroscopy pump used for irrigation into shoulder. During procedure, etco2 decreased, bradycardia then cardiac arrest. Pt resuscitated. Pt expired.